Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: 22-aug-2019, expiration date: 01-aug-2029, part number: 04.037.245s, 12mm/130 deg ti cann tfna 235mm/left - sterile, lot number: 15l0395 (sterile), this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 11l3799, part number: 04.037.912.4, wave spring, shim ended, lot number: h794563, part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 13l8724 quantity 1 / 12l9863 quantity 4, part number: 21127, timoagri16.00, lot number: 10l0916. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent revision surgery for femoral trochanteric fractures. After the dhs implants were removed, the surgeon inserted the tfna nail while keeping the position of reduction. After the lag screw of the dhs system was removed, the surgeon injected 10ml of cerafit from the location of the blade insertion to fill the gap inside the bone. The blade and a locking screw were inserted, but the end cap could not be inserted. The locking mechanism was tightened using the driver with torque limitation, but the end cap could not be inserted. The tfna nail was removed and another tfna nail of the same size was inserted to complete the surgery. There was a one (1) hour surgical delay. No further information is available. Concomitant device reported: unknown driver (part # unknown, lot # unknown, quantity 1), unknown nail head elem: tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw: trauma (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 12mm/130 deg ti cann tfna 235mm/left - sterile this is report 1 of 2 for (B)(4). This (B)(4) will capture the intra-operative complaint and (B)(4) was capture the revision surgery.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient outcome was stable.